Event description:
(B)(6) 2006 I had the obtryx bladder suspension transobturator sling m0068504000 implanted for urinary incontinence. I was single and not sexually active until 2008 found out that intercourse was severely painful. Rushed to ER to find I had uti and abscess on uterus. One month later hysterectomy. Since then I have frequent uti's, constant painful intercourse, lower back, buttock, leg, groin and at times sharp severe vaginal pain. Weakness in legs, once I lost feeling completely in right leg as I was driving and couldn't brake, went off road. Uncomfortable loss of urine once and difficulty urinating all the time. I had an injection in my spine, went through physical therapy for pain in back and multiple other test and procedures not to mention all the antibiotics and pain medication I have been on. The last two years my adl has depleted dramatically. Not one physical has examined the bladder sling even though they were aware I have one. I now believe my complications are all related to one thing, obtryx bladder mesh sling. I was a very healthy person, very active and nonstoppable. I pray I get relief and pray someone listens before it is too late for another.